Event description:
It was noted that a pt on an atmosair pressure relief mattress experienced a stage iii pressure ulcer on the sacrum after 17 days.

Manufacturer narrative:
Follow-up report will be submitted when evaluation is completed.